Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 4 of 4. Reference MFR. Report# 1627487-2019-03481. Reference MFR. Report# 1627487-2019-03483. Reference MFR. Report# 1627487-2019-03484. It was reported the patient experienced ineffective stimulation. Surgical intervention may be pending.

Event description:
Reference MFR. Report# 1627487-2019-03481; reference MFR. Report# 1627487-2019-03483; reference MFR. Report# 1627487-2019-03484. Further follow-up indicates the patient had their system explanted.